Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the new xenon lightsource (00mlx) burned a cable that has been used in other mlx lightsources. It was also reported that the device was in contact with a patient; however, there was no patient injury and no delay in surgery.

Manufacturer narrative:
Device history record: DHR shows no abnormalities related to the reported issue. The returned 00mlx light source is in unused condition with the heat mirror out of alignment due to environmental or shipping damage. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.